Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that an instrument-related issue was not indicated as the cause of the unexpected reactive results. The provided customer data showed no evidence of an underperforming reagent lot, and the growth curves of the alleged reactive samples suggested the presence of hiv rna in the pcr. Additionally, instrument checks, including tightness checks and decontamination procedures, were successfully performed at the customer site. The root cause was attributed to contamination; however, the source of the contamination could not be identified. A review of batch trends and complaint history for reagent lots: g24557 and g15713 did not reveal any patterns or trends. The customer was advised to monitor unexpected reactive rates and follow best practices to prevent such occurrences.

Event description:
The initial reporter alleged an increased rate of unexpected weak reactive hiv results using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. The customer reported that after performing a decontamination procedure, a run consisting of non-human plasma (nhp) negative samples still produced weak hiv reactive results. The unexpected hiv reactive results had cycle threshold (CT) values between 37 and 39. One sample, identified as (B)(6), generated a repeat positive result when tested in batch 92 as (B)(6). The allegation was substantiated by the customer.